Event description:
It was reported that the pt had been discharged from her previous clinic and the pump had been empty for 1.5 years. A dye study was performed and no problems were found with the catheter. The reporter indicated there was concern about possible damage to the pump tubing due to the fact the pump reservoir was empty and the pump tubing contained old medication for 1.5 years. The reporter planned to further discuss options with the hcp. It was later reported that the patient was using oral baclofen currently, and it was still unsure of how the hcp would proceed. The pump had been used to deliver baclofen 2000mcg/ml. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8711, lot# l78583, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was later reported that there was no drug in the pump for a year. The patient had been discharged by her previous physician due to noncompliance with treatment. No troubleshooting was performed. The patient was reported to be receiving effective therapy. It was also reported that the device system contained baclofen and the pump was filled a few weeks ago.